Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. Daughter is calling along with the customer also on the line. The customer is concerned with test results from results obtained of 49, 60, 68 and 314 mg/dl fasting and 401 mg/dl non-fasting. Customer is mainly concerned with the high blood glucose test results. The customer¿s expected fasting blood glucose test result range is 80-120 mg/dl; an expected non-fasting blood glucose test result range was not provided. At the time of the call, the customer felt well and did not report any symptoms. Customer stated she had felt symptoms of low when she had obtained the low blood glucose test results. Daughter stated customer called her doctor because of the results obtained and doctor had advised to call the manufacturer. No changes had been made to the customer's treatment plan. The product is not stored according to specification and it is stored in the kitchen. Customer had another vial of test strips that had been stored and handled correctly: test strip lot number mw3515s, manufacturer's expiration date of 03/19/2021. During the call, a blood test was performed by the customer non-fasting and produced test result of 159 mg/dl using meter. Customer is satisfied with result obtained from the blood test using the new vial of test strips, but daughter is requesting a replacement. The meter memory was reviewed for previous test result history: (B)(6).